Manufacturer narrative:
The product was investigated in the laboratory of the manufacturer. A pls-oxygenator with tubing set was returned. Cannula was severed in the clinic and not returned. Oxygenator and tubes cleaned with sodium hypochlorite. A water cycle to IFU can not be established because the cannula has not been returned. Leak test performed without cannula. Leakage can not be confirmed. And the leakage can not be confirmed hereby. Requested sample was not complete sent back. Cannula was severed in the clinic and not returned. Thus the failure could not be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device was requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: I was called by mr. (B)(6) the head of percussionist team at (B)(6). He told me that during ECMO procedure. About 4 or 5 hours after starting the ECMO the patient heart was also evaluated by tee. The echo show air stream from the aortic cannula. With reducing the gas flow on the gas mixer the air flow reduced as well. The team changed the set to a new one. From that moment all was o.k. Echo did not show any evidence for air in the blood stream. Patient (B)(6) as for the moment she is not response ( brain damage????)the patient was under CPR (cardio pulmonary resuscitation) for long time before connected to ECMO. Brain damage is obtained however it can be related to the long CPR period to the ECMO procedure. (B)(4).